Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experiencing recurring urinary incontinence. The patient service specialist suggested the patient could have a cystoscopy to determine proper cuff size, placement and coaptation and suggested to take second opinion if he is not happy with the response from his current physician. Boston scientific has been unable to obtain additional information to date, despite good faith efforts.